Manufacturer narrative:
Manufactures investigation conclusion: the patient remains ongoing on heartmate ii lvas. No product is available for investigation. Evaluation of the submitted log files confirmed low flow alarms. Although a specific cause for the low flow alarms could not conclusively be determined, the account contributed them to patient dehydration. Additionally, a specific cause for the reported separation of the driveline bend relief from the metal connector, regurgitation, hypertension and driveline infection could not conclusively be determined through this evaluation. It was reported that the patient had several low flow alarms. Additionally, it was reported that there was damage to the silicone sleeve of the patient¿s driveline adjacent to the metal connector covered with rescue tape. There was no visible damage to the wires. The pumps flow was in the mid 3¿s lpm upon admission of the patient; however, in august flows were ranging from 3.9-4.4 lpm. The patient was admitted on 08oct2020 with weakness, abdominal pain and shortness of breath with a chronic driveline infection on suppressive antibiotics. A CT scan was performed without abscess and blood cultures were negative for growth as of (B)(6) 2020. Diuretics were held. The patient¿s mean arterial pressure was elevated at 90-100. The submitted log files contained overlapping data from 16sep2020 at 13:30:05 to 26oct2020 at 13:42:32. The pump fixed speed was set at 9000 rpm with a low speed limit of 8600 rpm for the duration of the log files. On (B)(6) 2020, there were numerous events where the calculated flow was below the low flow threshold of 2.5 lpm, resulting in 11 low flow hazards. The account reported that the low flow events were due dehydration. There were no other abnormal events captured. The pump operated above the low speed limit for the duration of the captured data. The pump appeared to operate as expected. The submitted x-rays of internal and external portions of the patient¿s driveline did not reveal any areas of concern. Per additional information, the cause of the low flow alarms was identified as patient dehydration. Diuretics were held temporarily and there were no further alarms. The patient had no symptoms and was stable. The patient had diuresis. CT scan of chest/abdominal/pelvis revealed no evidence of infection. An echo was performed and revealed not well visualized inflow and outflow cannulas with no opening of the aortic valve. The patient had trivial aortic insufficiency and moderate tricuspid regurgitation. A clam shell repair was performed by the clinical consultant on (B)(6) 2020. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline¿ and the heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline. This IFU lists driveline infection and hypertension as adverse events that may be associated with the heartmate ii left ventricular assist system. The IFU also warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. This IFU, as well as the hmii lvas patient handbook, also provide information regarding how to prevent infection and how to care for the driveline exit site. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, including low flow hazard alarms, as well as the appropriate actions associated with them. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that on (B)(6) 2020, a universal distal end percutaneous lead (driveline) lead repair kit was installed on the distal portion of the patient¿s driveline. No additional information was provided.

Manufacturer narrative:
Section b5: additional information.

Manufacturer narrative:
The referenced of the patient's chronic driveline infections was reported under MFR# 2916596-2020-05401, MFR# 2916596-2020-05403 and MFR# 2916596-2020-05404. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient reported one low flow event on (B)(6) 2020 and multiple low flow alarms on (B)(6) 2020, no other alarms noted. The patient is concerned that there is an equipment issue causing these alarms. Of note, the silicone at the base of the patient¿s driveline, directly where the metal connection is for insertion into the system controller, is torn and has silicone tape applied to it. No damage is visible to the wire itself. Flows are running in the low to mid 3¿s upon admission. The patient was admitted to the hospital on the evening of (B)(6) 2020 with weakness, abdominal pain and shortness of breath in the setting of a chronic driveline infection on suppressive antibiotics. CT scan was without abscess and blood cultures are negative for growth to date drawn (B)(6) 2020. Diuretics are on hold and patient has had some maps as high as 90-100. Log file submitted revealed low flows. The pump is seeing a reduction in blood volume. The low flow alarms identified as dehydration. Diuretics held temporarily with no further alarms. The patient is stable and CT of the chest, abdomen and pelvis revealed without evidence of infection. Echo with not well visualized inflow and outlaw cannulas. No opening of aortic valve. Trivial ai. Moderate tr. No other significant valve disease. No additional information was provided. Additional information reported that the patient¿s external driveline does not have an obvious trauma other than normal wear and tear. The patient¿s weight is stable, only gaining (B)(6) pounds since 2017. The clinical consultant is scheduled to install a clamshell kit on (B)(6) 2020. No additional information was provided.